Event description:
It was reported that, when the patient would lay down, it felt like her feet were plugged into the wall. She had to turn stimulation off before laying down each night to keep from feeling the electrical current so strong in her legs. The leads pressed against her spine when she layed down. It was noted that her newer device with adaptive stimulation resolved the issue of positional stimulation. Additional information received reported that with the old device the patient normally shut their device off when they went to bed. They found out that if they laid down with the stimulation on they would have a lot of pain in their legs. It would feel like an electrical current going through their legs. The patient noticed this issue at the dentist office. This issue had been resolved with the new device. Follow-up was performed to determine if any troubleshooting had occurred, if any other cause had been determined, and if any intervention had occurred for this historical event. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: neu_unknown_lead, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 3708340, serial#(B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: neu_unknown_lead, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: lead. (B)(4).